Event description:
Allegedly, on (B)(6) 2024 the patient who had already undergone a right tha with superpath technique on (B)(6) 2023 in the same hospital was hospitalized for a rupture of the modular neck. Revision surgery is planned on (B)(6) 2024.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.